Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and oversensing of electromagnetic interference (emi) due to a fracture. It was also reported that a kink was identified near the pocket area. A new rv lead was successfully implanted. No additional adverse patient effects were reported.